Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
Related manufacturer reference number:3006705815-2023-03088. It was reported that following several falls, the patient experienced ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the system was explanted and replaced to address the issue.